Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Review of the stored egms noted noise on the ra and rv channels. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined. (B)(4).

Event description:
This report is to advise of an event observed during analysis.